Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Field representative was able to clear the fault code by reprogramming the device to asynchronous prior to generator change. Boston scientific technical services (ts) discussed that the remaining longevity says one thing, but the device battery voltage is not in agreement with that calculation and throws the 1003-voltage was too low for projected remaining capacity. Subsequently, the device was explanted. No additional adverse patient effects were reported. Additional information from the field indicates that the device will not be returned as it remains in the hospital.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.